Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 54 mg/dl. Customer was treated with juice for low blood glucose. It was unknown whether the customer was using auto mode feature at the time of event. Customer stated that the belt clip rails were cracked. Troubleshooting was performed. No further complications were reported. Customer will discontinue the use of insulin pump.